Event description:
Additional information reported that the patient had been reprogrammed buy a company representative. Patient was given one program that was giving them paresthesia in the correct areas, and the patient was reported to be satisfied.

Manufacturer narrative:
Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37746, serial# (B)(4), product type: programmer. Patient product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experienced a loss of stimulation/therapeutic effect. The patient was unable to obtain paresthesia in all of the desired areas. Reprogramming was attempted without success. The lead may have possibly migrated according to the healthcare provider. It was reported that the patient was planning for a paddle lead revision in mid-december. It was noted that impedance testing , x-rays and reprogramming were performed which did not resolved the issue. The patient symptoms associated with this event included less than fifty percent therapy relief. It was noted that the location of the issue was at the extension. It was also noted that the patient was alive with no injury at the time of reported event. Additional information has been requested, but was not available as of the date of this report

Event description:
Additional information received reported that there was a lead migration as it showed a bit angled to the right in comparison to the previous x-ray. It was noted that a lead revision surgery was performed on 2013-(B)(6). The reporter noted the existing lead was repositioned and the lead or implantable pulse generator (ipg) was not changed. It was noted impedances remained within normal limits. The reporter noted the patient was without paresthesia on the right which was the most painful side. It was noted the health care professionals were planning to wait and see if the paresthesia pattern changed and not perform any additional surgery. It was noted that nothing was explanted.

Manufacturer narrative:
(B)(4).